Manufacturer narrative:
There is no way to know whether this device was manufactured by a and I industries ltd since there was no model number provided and the device was not returned for evaluation.

Event description:
Per importer's MDR: the customer stated the pin on the footrest breaks. The rep stated this mainly happens when the end user pushes down on the footrests.